Event description:
A facility paramedic was carrying the device to the ambulance when he slipped and fell. The paramedic's hand slid along the handle area of the device as he was falling. Reportedly he caught the palm of his hand on a sharp exposed metal edge and sustained a cut approximately 2.5 inches long. The cut required stitches, but was not subcutaneous.